Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 13-nov-2017 a field service engineer (fse) confirmed the reported event. The fse cleaned the sample nozzle assembly and adjusted and verified the tip pick-up alignment. The fse ran quality controls for lh ii, which recovered within acceptable range. No further action was required. The aia-900 instrument was performing within specifications after completing the repair. A complaint history review and service history review for similar complaints was performed for serial (B)(4) from 10-oct-2016 through 10-nov-2017. There were no other complaints identified during the searched period. The aia-900 operator's manual under section 12 flags and error messages states the following: 2094 specimen shortage detected: cause: the system judged from the remaining quantity of specimen that sampling could not be performed. A ss flag will be attached to the measurement result. Action: replenish the specimen and perform measurement once again. If it is considered that there is a sufficient quantity of specimen, check the position setting of the bottom of the specimen container. In the case of the primary tube, check the container shape setting and also the liquid level detection sensitivity. The most probable cause of the reported issue was due to a tip pick-up alignment.

Event description:
On (B)(6) 2017 a customer reported getting 2094 specimen shortage detected error message while running calibrators, quality controls, and patient samples for luteinizing hormone (lh ii) on the aia-900 instrument. The customer requested service in order to resolve the issue. On 13-nov-2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for lh ii. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.